Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. An external visual inspection was performed it failed. The complaint was confirmed with the returned transmitter . The root cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced abnormal transmitter behavior, indicating the transmitter became discolored. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was not confirmed via data. A root cause could not be determined. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.